Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that the n-65 pulse oximeter display is missing segments on the saturation of peripheral oxygen (spo2) portion of the display. The failure happened when the device was not being used on a patient.